Event description:
Atherectomy treatment was performed in the right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad). The physician was unable to advance across the lesion. Following that, the patient coded. Two days later the patient again coded. Atherectomy was then performed. A second physician assisted and as able to successfully advance the oad through the proximal lesion in the rca. Balloon angioplasty was performed, and stents were placed. While wire exchange was being performed, the patient's vital signs began to drop rapidly. The patient experienced ventricular defibrillation. Chest compressions were performed, and defibrillation was performed twice; however, the patient expired. In the opinion of the physician, the primary cause of death was due to cardiac arrest.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).